Event description:
On 18-jun-2026, a sales representative reported via email that an ar-3740sp double loaded knotless knee fibertak anchor experienced an issue during insertion into the femur. Intraoperative x-ray and fluoroscopy confirmed that the metallic 1 mm foot of the anchor inserter had become dislodged and remained within the intramedullary canal of the femur after removal of the inserter. Orthogonal fluoroscopic views confirmed the intramedullary location of the metallic fragment, and no additional foreign objects were identified. No other components of the insertion handle were reported as damaged or broken. The issue was discovered during the procedure, and no patient harm was reported. Additional information was received on 23-jun-2026: the procedure was performed on (B)(6) 2026 and involved a left knee acl reconstruction using bone autograft and a lateral extra-articular iliotibial band tenodesis via a modified lemaire procedure. No unusual resistance, bending, or procedural difficulty was encountered prior to the event. The metallic fragment separated from the inserter and was not retrieved, as the surgeon did not attempt removal. The surgeon reportedly accounted for all remaining components of the inserter. The ar-3740sp double loaded knotless knee fibertak anchor remained implanted at the conclusion of the procedure, and no replacement device was used. No additional surgical steps or procedure delays were reported as a result of the event. Information regarding additional anesthesia administration, patient outcome, and whether future removal of the retained fragment is planned was not available.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.